Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory the helix and difficult-to-position allegations were confirmed based on x-ray observation of a necked-down inner coil near the terminal end - damage indicative of helix extension/retraction difficulty. The dislodgement allegation was not confirmed -- lab observations & field report are insufficient to verify dislodgement.

Event description:
It was reported that this right atrial (ra) was dislodged from the heart wall due to the pacemaker migrating lower in the pectoral region. The dislodgement was confirmed with an x-ray. The patient underwent a surgical intervention to reposition the lead but helix extension issues were encounter during the lead placement. The lead was explanted and another ra lead implanted. No additional adverse patient effects were reported.